Event description:
Caller reported a malfunction on the pump, specifically noting the malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a replacement pump to be sent, confirming the shipping address, and instructing the caller on how to put the current pump into storage mode. The caller was also advised on steps to follow upon receiving the replacement and instructed to return the problematic pump via ups.